Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction," lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. This section also cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to heart failure. It was communicated on (B)(6) 2024 that the patient was admitted after lightheadedness and near syncope while in the bathroom. The patient had another episode while in the bathroom with loss of consciousness, heart rate was in the 20¿s, and a trans-thoracic echocardiogram (tte) showed dilated right ventricle (rv) and underfilled left ventricle (lv). The patient started inotropes and a permanent pacemaker (ppm) was placed. The patient had ventricular fibrillation (vf) arrest on ((B)(6) 2024 and (B)(6) 2024 and had a right ventricular assist device (rvad) placed. The patient was intubated due to hypoxemia. The patient required high-dose vasoactive drips due to vasoplegia. The patient continued to deteriorate with worsening hypotension and lactic acidosis. They were given a grim prognosis, and the patient was placed in hospice and care was withdrawn. The death was considered to be related to progression of heart failure. The death was not considered to be device related, and it operated as expected.